Event description:
Clinical history: pt was a female of unknown weight presented with an acute pocket infection. Procedure: dr. (Electrophysiologist) with over a decade of experience with laser lead removals was the primary physician for this case. This was a right - sided procedure with 14y.o. Pacesetter leads. Rv lead was passive, atrial lead active. Procedure was conducted in the ep lab under fluoroscopy, patient had an a-line in place during entire procedure. Dr. Had both CT and anesthesia on standby. The md was lasing with a 14f sls in the subclavian when it was noted the pt's blood pressure dropped, it was at that point a code was called. The patient was thought to have expired secondary to a svc tear. Spnc rep made a follow-up phone this morning to dr. The physician verbalized to spnc rep that it "wasn't the laser's fault" regrading the demise of the patient. Patient outcome: death.

Manufacturer narrative:
Failure analysis: there were no devices returned for failure analysis, but there is no indication from the information gathered that the event was caused by a malfunction of the spnc devices. Additional information: the spnc representative was not present during the case. The information gathered was reported by an ep nurse and (medtronic rep) who were both present during the case.